Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing, all keypad buttons were intermittently unresponsive and required multiple presses with increased pressure to engage. During investigation, evidence of contamination was found under all key contacts. Unrelated to the complaint, the audio bolus button was unresponsive; the button cover was removed and the internal plug contact was found to be misaligned. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2012 stating that multiple keypad buttons and the contrast button were intermittently unresponsive. The patient denied any damage to the keypad or any evidence of moisture in the pump. The patient reportedly did not clean the pump and wore the pump outside a garment. There is no adverse event with this complaint. This complaint is being reported due to the alleged keypad issues.